Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarms was confirmed via analysis of the log files. Data from the reported event date of 31july2024 was reviewed and a backup battery fault alarm activates at 5:44:16 due to the backup battery not passing the load test. The alarm remains active for the remaining duration of the log file. The driveline was disconnected at 5:47:36, consistent with the reported controller exchange. The backup battery did not pass the initial load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The submitted log file indicated that backup battery (B)(6) manufacture date 06july2022 was in use at the time of log file collection. The initial inspection testing was reviewed for the backup battery and it was found that the battery passed. The backup battery was inspected and accepted into the storage location on (B)(6)2022. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explain how to replace the running system controller with a backup controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was swapped to their backup system controller. Log files were submitted for review to view active alarms prior to the exchange. The log files captured a backup battery (ebb) fault event at (B)(6) 2024. This event appeared to have occurred after the system controller attempted a load test. Additional log files for after the system controller exchange were submitted for review and captured routine events.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.